Manufacturer narrative:
The customer has indicated that no sample is available for evaluation. If any additional information becomes available a follow up report will be filed.

Event description:
Leaking at connection; near the cartridge. No patient injury/harm reported. Device was in use when leak was identified. No medical intervention was needed. The solution being infused was blood product. No sample available.